Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient fell off of a tractor and fractured his hip. The ceramic head shattered. It was removed and replaced.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed following visual inspection. Method & results: device evaluation and results: visual inspection: a visual inspection was performed as part of the material analysis report. This visual inspection stated that: the ceramic head was fractured with six (6) fragments returned for analysis, comprising approximately 95% of the head. Examination of the four fragments that make up the majority portion of the female head taper revealed a circumferential metallic band pattern. This is consistent with the condition that the trunnion was properly seated in the taper. Macro-features of the fracture indicated hoop stresses that were consistent with a trauma event. The fracture origin could not be determined due to post-fracture abrasion and chipping of the ceramic. A request was made to identify the lot code of the head. The head was reconstructed to determine in any identification could be made. A partial serial number was visible, containing: ¿(B)(4)¿. Medical records received and evaluation: insufficient information was received for review with the clinical consultant. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient fell off of a tractor and fractured his hip. The ceramic head shattered. It was removed and replaced.